Manufacturer narrative:
The reporter informed the company that the product cannot be returned.

Event description:
Case description: consumer called stating brush head came loose in his/her mouth. No injury was reported. Follow-up: consumer verified the entire bottom portion holding the bristles of the brush head fell off. No injury was reported.